Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged force sensing resistor (fsr). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged force sensing resistor (fsr) is unknown. To correct the condition, the fsr was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.